Event description:
The customer reported that the insulin pump alarmed no delivery while she was bolusing. Customer's blood glucose level was 298 mg/dl. The alarm was resolved with an infusion set change. While troubleshooting insulin did not exit and the insulin pump alarmed no delivery. After changing the infusion set insulin exited the tubing. The alarm was caused by an infusion set and reservoir connection. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.